Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump was experiencing an intermittent power issue. The battery cap reportedly had stripped threads. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/10/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2016 with the following findings: a review of the black box data showed no reboots. A visual inspection of the pump showed the battery compartment was cracked with damaged threads. The returned battery cap had stripped threads and was unable to fully tighten on to the pump and an intermittent power issue occurred with the returned cap. A test cap was used and was able fully tighten. The pump was then exercised for 24 hours with no power loss. Unrelated to the complaint, the display was dim and discolored. (B)(4).